Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # (B)(4). Additional information was requested and the following was obtained: please, explain how the device would not work anymore after the surgeon opened the jaws. Were there any error messages and if so what were they? No. Did the device activate? Unknown. Did the I-blade move when the jaws were opened and closed? Unknown. Did the jaws close? Unknown. The device was returned with the I-blade lower tip on the wrong side of the jaw; the lower jaw channel was damaged. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an open hernia procedure, the device worked fine for a couple of firings and then the jaws would not open; no error codes were reported from the generator. The case was completed using another device of the same product code. There were no patient consequences reported.